Event description:
It was reported that during revision procedure for competitor lead a implantable pulse generator (ipg) connector issue was indicated due to provocative manipulation of the device and leads with the device pocket and associated lead sensing issue. It was also reported that erratic noise on electrocardiogram (egm) and excessive battery depletion was noted. Ipg settings re-programmed, and the device remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the wrap-it clinical study.

Event description:
It was further reported that the event was implant procedure and competitor rv lead related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.